Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that there was poor visualization with the second onyx vial used. The patient was undergoing treatment for a tumor embolization. The patient's vessel tortuosity was normal. It was reported that after successfully injecting one onyx vial effectively, the second vial was not visible. After being unable to see the onyx clearly, a post run showed reflux into another major vessel. The amount was minimal and the physicians were concerned but okay with where it ended. Discussions after the case speculated that the poor visualization could have been caused by dmso mixing with onyx because of longer than normal time between dmso and onyx injections. The onyx was shaken for over 30 minutes. The onyx vials did not sit for more than 5 minutes prior to injection, and the onyx was injected immediately after mixing. The physician did not head, shake, and re-heat the onyx vials prior to aspiration. Angiographic results post procedure were said to be okay, but they were not fully able to visualize the second vial injected. The patient did not experience any injury, symptoms. Or complications. The devices were prepared according to the instructions for use (IFU). Ancillary devices include a terumo headway 17 catheter.

Manufacturer narrative:
H3: visual inspection/damage location details: the headway-17 micro catheter hub was found undamaged. Solidified onyx was found within the hub. The micro catheter body was found kinked at ~26.5cm from the distal end. No damages or irregularities were found with the distal tip and marker band. Solidified onyx solution was found throughout the micro catheter. No damages or irregularities were found with the returned onyx syringe. Onyx solution was found within the syringe. The three returned onyx vials were found used with onyx residue found within the vials. Only one of the onyx vials were labeled (model: 50067-06-1 lot: b137768). Testing/analysis: n/a conclusion: the customer report of ¿poor onyx visualization¿ could not be confirmed through device analysis. Customer speculated ¿that the poor visualization could have been caused by dmso mixing with onyx because of longer than normal time between dmso and onyx injections.¿ possible contributors are failure to shake onyx at least 20 minutes, onyx did not sit for longer than five minutes prior to injection or interrupting onyx injection for longer than two minutes prior to reinjection. The customer reported onyx was shaken for 30 minutes and onyx vials did not sit for more than five minutes. There is an indication that the issue could be related to a potential manufacturing issue and a lhr review was performed. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. In addition, formulation and batch density testing are within specification. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the wait time between injections was between 1-2- minutes between introducing dmso and onyx. Between actual injections of onyx was closer to 30 sections to 2 minutes. The dead space had been filled with dmso. The physician did pause during injection, and about 0.1 ml of onyx was seen as reflux. The reflux was unknown until most injection run because of onyx visibility issues.